Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thin leaflets, and enlarged atrium, on a patient with a previously implanted mitraclip. A first clip, a mitraclip xtw (50618a1107), was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (50624a1009), was inserted and grasping was performed. However, during grasping with the second clip (50624a1009), the first clip (50618a1107) was observed to have detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was then implanted medial to the first clip, reducing mr to a grade of 3. It was noted that difficulties with imaging occurred during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation or poor imaging. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation appears to be related to a combination of challenging patient anatomy (thin leaflets) and procedural conditions (poor imaging). A cause for the reported poor imaging could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: medical device problem code: type of investigation: 4118 types of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusions not yet available.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4, thin leaflets, and enlarged atrium, on a patient with a previously implanted mitraclip. A first clip, a mitraclip xtw (50618a1107), was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw (50624a1009), was inserted and grasping was performed. However, during grasping with the second clip (50624a1009), the first clip (50618a1107) was observed to have detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, the second clip was then implanted medial to the first clip, reducing mr to a grade of 3. It was noted that difficulties with imaging occurred during the procedure. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.